Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive button due to unlocked keypad connector. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. The customer's blood glucose level was 208 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.